Manufacturer narrative:
Brand name: - the correct brand name is cyclesure bio indicator. The correct catalog number is 14324_97, the correct lot number is 16816090, the correct expiration date is 05/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx duo cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Trending analysis by lot number was reviewed from 06/16/2016 to 09/20/2016 and trending was not exceeded. The suspect positive cyclesure® bi was not returned for evaluation; therefore, no visual analysis was performed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification an asp field service engineer (fse) was dispatched to the customer site and found no issues with the unit. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. The customer did not respond to asps attempts to retrieve additional information and the complaint product was not available for evaluation. Should additional information be received at a later date, the complaint will be reopened for evaluation of the event. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.